Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) was not holding values (drifting). Per the perfusionist (ccp), the carbon dioxide (c02) was drifting the worst, other values were drifting as well. The ccp was not able to provide the date this happened. He said it happened on a few occasions, approximately four times. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences fo the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.